Manufacturer narrative:
H4: the lot was manufactured from august 26, 2022, to august 27, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused medication to the patient. It was observed that the device did not fully deliver the medication dose to the patient. The device was filled with 3950mg of fluorouracil. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.